Event description:
This report summarizes 36 malfunction events in which the device reportedly overheated. - 36 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 36 previously reported events are included in this follow-up record. Product return status 33 devices were received. 3 devices were not available for evaluation.

Event description:
This report summarizes 36 malfunction events in which the device reportedly overheated. - 36 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 34 events were originally reported for this failure mode during the reporting quarter. - 2 events were inadvertently excluded. - 36 reported events are included in this follow-up record. Product return status 31 devices were received. 5 device investigation types have not yet been determined. Event confirmation status 6 reported events were confirmed. 25 reported events were not confirmed. Evaluation results 21 devices were found to be affected by lubrication breakdown. 8 devices were found to be affected by corrosion. 1 device was found to be affected by corroded bearings. 1 device was found to be affected by damaged/shattered bearings.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 36 previously reported events are included in this follow-up record. Product return status 33 devices were received. 1 device was not available for evaluation. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 36 malfunction events in which the device reportedly overheated. - 36 events had no patient involvement; no patient impact.

Event description:
This report summarizes 36 malfunction events in which the device reportedly overheated. - 36 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 36 previously reported events are included in this follow-up record. Product return status 33 devices were received. 2 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 34 events were reported for this quarter. Product return status: 13 devices were received. 21 device investigation types have not yet been determined. Event confirmation status: 13 reported events were not confirmed. Evaluation results: 9 devices were found to be affected by lubrication breakdown. 4 devices were found to be affected by corrosion. Additional information: 34 devices were labeled for single-use. 34 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 34 </noe> malfunction events in which the device reportedly overheated. 33 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.